Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The two sections of the irrigation tube that was aligned with the two blue tubing clips were kinked, but, did not show any further signs of damage. The working channel sleeve extended from the distal cap when received. The tips of the protruded sleeve were frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The device was flushed with water and no leaks were noted from the catheter working channel or the kinked sections of the irrigation tube. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. After tugging the working channel sleeve out to remove it from the catheter, there was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the proximal portion of the working channel sleeve braid remaining attached to the pebax. The working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation, when they tried to irrigate with saline, it was noticed that there was a leak in the irrigation tube of the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: working channel sleeve protrusion.